Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for 2 samples from a single pool of "known negative" patient samples while using the cobas® sars-cov-2 test for use on the cobas® 6800/8800 systems. In order to complete an instrument comparability test by cap, the customer pooled "known negative" patient samples, that were stored at room temperature, and processed them for the comparability test on 4 different instruments. These samples were previously tested at the customer's site and confirmed negative. Two of the instruments used to test the combined samples were roche instruments (sn (B)(4)). On sn (B)(4), two of the combined sample tubes generated a target 1 positive and target 2 negative results. Expected results for the combined samples were target 1 negative/ target 2 negative, per the initial testing of the individual samples present in the combined samples. On the 3 other instruments used in comparability test, including sn (B)(4), the combined samples resulted as target 1 negative/ target 2 negative. The original negative results for the individually tested samples were reported to the patients. Nothing was reported out of the comparability test results to the original patients that were pooled. During data review, the result pattern of 5 additional samples identified them as potential false positive but no patient or any retest information was provided. No harm was reported. An investigation is ongoing to evaluate the customer issue. 1 MDR will be filed to represent the two samples tested in a single run that generated a target 1 positive and target 2 negative results as part of the comparability test. This will represent one event on a single device, as per FDA guidance.

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be submitted to share the conclusions. The customer issue has been alleged on the cobas 6800 system (product catalog number 05524245001; UDI: (B)(4); PMA 510k: bk140196; product code: mza). The test used on the cobas 6800/8800 system is the cobas sars-cov-2 for use on the cobas 6800-8800 system ((B)(4), product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4). (B)(4).

Manufacturer narrative:
A CAPA was initiated. Per the investigation, the underlying technical root cause is optical spatial cross talk, which in specific situations (high positivity rate on the plate with similar CT values of true positives with high rfi values around a negative sample) in combination with the asap (assay specific analysis package) setting may lead to false positives. Asap is a software which contains all assay specific parameters and definitions. Based on the evaluation of global complaint data and the quantity of tests sold globally, the frequency of occurrence is estimated to be (B)(4) or 1 in 2.5 million test results. A false positive rate anywhere in this range would not cause an impact to the overall performance of the test or the test¿s specificity. While a false-positive result for sars-cov-2 could lead to cohorting with others with true sars-cov-2 infection and transmission of the infection to the erroneously diagnosed patient (including those at high risk due to comorbidities), prior vaccination and the availability of antiviral medications and other treatment modalities can reduce the likelihood severe illness, hospitalization and/or death. The latter also mitigates the risk for those who may defer protective measures because of assumed natural immunity. However, patients with risk factors for severe disease would be less likely to relax their precautions. Taking the low rate of false positive occurrence and the low probability of subsequent patient safety impacts together, the false positives are unlikely to cause adverse transient or severe adverse events. Additionally, no harm was indicated in the current case. An updated asap version with optimized settings will be made available. Device code updated from 4029 to 1227. (B)(4).